Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that after uka, the pt has complained of knee pain. The surgeon has doubted that the insert properly locked with the baseplate on the x-rays.